Event description:
This ra lead was implanted on (B)(6) 2010 and was out of service on (B)(6) 2015. A call was placed to technical services on 4/18/2017 stating that patient suffered an infection and this lead was part of an out of service system that is still implanted in the patient. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).